Event description:
It was reported extended charge time was observed before implant. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of extended charge time was verified via review of the device image. Analysis identified the cause of the extended charge time to be internal damage to one of the high voltage capacitors.